Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display was replaced to resolve the issue. No patient information provided to date after calls to customer 01/26/23 and 01/31/23. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. There was no patient injury.